Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead failed to capture. The right ventricular lead was explanted and replaced to resolve the issue. The physician also explanted and replaced the atrial lead for an unknown reason and no further information could be obtained. The patient was in stable condition throughout the procedure.